Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.

Event description:
It was reported that the implantable neurostimulator (ins) only lasted about 13 months. It was noted to be questionable normal battery depletion. The patient recovered without sequela.